Event description:
Per the independent repair center, the customer alleged problem is loud. The key failure is the compressor is noisy. Additional malfunction is the pilot valve alarms and shuts down.